Event description:
It was reported that the device exhibited premature battery depletion nine months post implant. The end of life (eol) flag was triggered in 2008 although the battery voltage was within normal range in 2008.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.